Event description:
Customer reported his insulin is squirting out during the manual prime process. Customer was not wearing the device during priming. Customer follows proper priming methods. The drive support cap appeared normal. Customer also mentioned the low reservoir alarm occurs when the reservoir is not low. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 170 mg/dl. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Device passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No unexpected low reservoir alarm noted during testing. No prime/fill or drive motor anomaly noted during testing. Motor tested ok. Units left on status screen matched units left in reservoir during testing.